Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat. The pump was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked keypad connector. No traces of moisture were found at the electronic or motor assemblies per visual inspection. The pump received with cracked case at the battery tube threads. The pump had a minor scratched display window and case.

Event description:
The customer reported via phone call that they received emergency medical assistance due to low blood glucose beginning on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was treated with glucose intravenously. On (B)(6) 2018, the customer's blood glucose was around 20 mg/dl. On (B)(6) 2018, customer's blood glucose was 20 mg/dl, treated with glucose intravenously. On (B)(6) 2018, the emergency medical services arrived for blood glucose of 28 mg/dl. On (B)(6) 2018, the customer was hospitalized for low blood glucose of 18 mg/dl, also treated with glucose intravenously. The insulin pump's keypad was not working prior to the hospitalization event. The customer was at 500 mg/dl at the time of the call. The customer treated with manual injections and in the insulin pump. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and it was found the customer's block feature was on, causing the keypad issues. The insulin pump will not be returned for analysis.